Manufacturer narrative:
The lead was returned for patient death. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies with the exception of damage consistent with that occurring at the time of explant.

Event description:
It was reported that the patient passed away from an unknown cause. Analysis of session records from the device showed that the patient had experience non-sustained ventricular tachycardia (vt) and revealed no sign of device malfunction. There is no known relationship between the cause of death and any of the implanted devices. Further information has been requested and not received. Related manufacturer reference number: 2938836-2017-35420, 2017865-2017-36675, 2017865-2017-36677.